Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the outpatient clinic with an active driveline communication fault alarm. It was also noticed that the connector between modular cable and pump cable was not properly sealed (yellow line was visible). Connector was handled by the ventricular assist device (vad) coordinator. The alarm was cleared on heartmate touch and alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable revealed residue within the inline connector, indicative of oxidation from fluid ingress that could have contributed to the reported communication fault alarms; however, a specific cause for the communication fault alarms could not be conclusively determined through this evaluation. Further, review of the submitted log files confirmed driveline communication fault alarms; however, the alarm was unable to be reproduced during product testing. Additionally, the report of the modular cable and pump cable inline connectors not being properly sealed with the yellow line visible could not be confirmed, and a specific cause for the reported event could not be conclusively determined. The heartmate 3 modular cable was returned in used condition. The inline connector showed green residue on the pins, which appeared consistent with oxidation due to fluid ingress; however, a specific source of the residue could not be conclusively determined. The o-rings were properly seated in their respective grooves and appeared unremarkable. The locking nut was also unremarkable. The controller connector pins appeared unremarkable, and no other signs of damage were observed. The modular cable inline connector was able to be properly secured to a test pump cable inline connector with the yellow line indicator fully covered. The modular cable was then operated on a mock circulatory loop using a test pump for approximately 1 hour; however, the reported driveline communication fault alarms could not be reproduced, even with manipulation of the modular cable. Electrical continuity and insulation testing of the modular cable was performed, and no issues were observed. It was later communicated that the alarms resolved after the modular cable exchange, and the patient remains ongoing on left ventricular assist system (lvas) support with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 2 of the IFU, ¿system operations,¿ explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. Section 6 of the IFU, ¿patient care and management¿ and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for modular cable lot number 8960314 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient was readmitted due to driveline communication fault alarm a second time. The modular cable was exchanged and the alarm resolved.